Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician encountered difficulty in advancing the right ventricular (rv) lead due to the patient's torturous anatomy. The physician was initially able to place the lead, but was unable to deploy the helix, despite multiple attempts. The lead was removed and inspected, and the helix was found to be bent. The physician did not feel comfortable attempting to advance a second rv lead, and decided to implant a cardiac resynchronization therapy pacemaker (crt-p) system instead of an implantable cardioverter defibrillator (ICD) system. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix of the lead was extrinsically bent. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.